Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 80 units of insulin. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 186-296 mg/dl.